Manufacturer narrative:
Follow-up #1: date of submission 03/29/2016. Device evaluation: the device has been returned and evaluated by product analysis on 03/15/2016 with the following findings: all keypad buttons responded normally during investigation; the pump did not freeze after confirming the verify screen. The keypad cover was removed and no defects were found with the button contacts. The pump casing was opened and no internal defects were found. The complaint of a button response issue could not be confirmed or duplicated on investigation.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. Reportedly, the pump would freeze on the verify screen after pressing confirm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.